Manufacturer narrative:
Our quality engineer inspected the two photos submitted for evaluation. The reported issue of bent/deformed component was confirmed upon inspection of the sample photos. Analysis of the sample photos showed that luer tip of the product was deformed. Deformation of the luer tip could be associated with the molding process; however, this type of damage may also be attributable to misalignment during assembly. Bd determined that the cause of the failure was associated to our manufacturing process, but the exact root cause could not be determined. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Event description:
No additional information received.

Event description:
It was reported that bd connecta plus3 white was deformed the following information was provided by the initial reporter: due to unusual bent shape at plastic hub, it couldn't get connected to infusion line and leaking condition investigated.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.